Event description:
It was reported the cup failed, loose acetabular component.

Manufacturer narrative:
The event was not confirmed. No devices associated with this event were returned for eval. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding loose acetabular component. There have been no other events for the reported lot ID. The root cause of this event could not be determined based on the limited info provided. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.